Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review. Physio was able to confirm that the device displayed a service indication and the device became locked-up after delivering a shock to the patient. Physio observed that the lithium-ion batteries  used with the device were approximately 5 and 6 years old. Physio advises customers to replace their lithium-ion batteries after 2 years. As a precaution, physio replaced the device's lithium-ion batteries. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome because effective defibrillation was provided to the patient. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device delivered a shock to the patient and then the device became locked-up. The service indicator was present and an event code was logged in the device's memory. The crew cycled power on the device and had no further issues. The customer advised physio-control that when the patient was found, he was in a pulseless electrical activity rhythm and received 2 shocks. The patient then received 2 additional shocks from the fire engine crew. During transport to the hospital, the patient received 3 shocks from the physio-control device. The patient, a (B)(6) male, did not survive the reported event. The customer advised that the death of the patient was not related to the reported device issue as it did not cause a delay in treatment and they were still able to shock the patient.